Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Three samples were received for the investigation. Visual and functional inspections were completed, and the reported issue was confirmed, the angel wing was found stuck. The root cause was found to be related to the manufacturing press machine. Corrective maintenance will be completed to prevent the re-occurrence of the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported, after inserting the IV and applying the male angel wing, labs were drawn from the IV and the angel wing was stuck in the IV port. After twisting and pulling, the plastic sheath around the angel wing needle slipped off. After pulling one more time, the angel wing needle broke in 2 pieces but did not detach from the IV port. A paramedic removed the angel wing needle with pliers.